Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the procedure date? Dr (B)(6). Didn¿t have the exact date, but one patient was end of (B)(6) and the other was first week in (B)(6). What date did the nerve irritation occur on? Dr (B)(6). Stated that nerve irritation occurred within 7 days of the procedure. Was there any medical or surgical intervention performed to treat the patient (product removed; re-operation; prescription medication)? If so, please specify. Dr (B)(6). Stated that the patients were both prescribed steroids. If medication was required, please clarify if it was prescription strength. Dr (B)(6). Stated it was prescription strength steroids. What is the most current patient status? Dr. (B)(6) will see the patients back in november and hoping inflammation subsides. After he sees the patients, he can provide further clarity on how they are recovering. In regards to irrigation dr (B)(6) said for one of the patients he did not and just suctioned out the extra product. The other patient he thought he did. He also stated he thought the graininess of the product could cause the irritation. The following information was requested, but unavailable: can you identify the lot number of the product that was used? I do not have the lot information for the product. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (1) please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? (2) please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. (3) was there any intraoperative concurrent use of other products? (4) what was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? (5) where was the surgicel used (on what tissue)? (6) how much surgicel was used during the procedure? (7) has any further surgical or medical intervention been performed, in addition to the prescribed steroids? (8) was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative nerve irritation? (9) what was the drug therapy used for the patient¿s nerve irritation? (10) what is the users experience w/ surgicel powder and other hemostatic agents? (11) what was the clinical presentation of the nerve irritation? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a thyroidectomy procedure on an unknown date and absorbable hemostat was used. Several days post operatively the patient presented with nerve irritation at the site of powder application. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: it was reported from surgeon that the patient was still presenting with nerve irritation and will undergo a follow up in six weeks. "Typically when there¿s irritation, we call every six weeks and it usually subsides in six months". This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.